Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing lure lock was noted to be cracked and leaking while connected to a patient. There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that the luer lock cracked and leaked was confirmed. Visual inspection showed that the male luer spin collar was cracked. Functional testing could not be performed due to the damage. Investigation by the component supplier was unable to determine the root cause.